Event description:
Event description guidant received information from the patient, that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) earlier than expected.